Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a broken force sensor alarm. The customer's blood glucose was unknown at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm and pump error alarm is found in the formatted history file due to a motor/force sensor anomaly. Analysis was unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Critical pump error (open book image) motor/force sensor anomaly isolated to connector board. The insulin pump was received with scratched case, missing o-ring(reservoir tube), broken reservoir tube lip, broken battery tube threads, stained keypad overlay, detached retainer, cracked case behind the pump near the battery compartment, faded serial number label, missing end cap address label, pillowing keypad overlay, and minor scratched lcd window.